Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. Error e433 is triggered by the device¿s safety system and occurs during device startup if the effective value of the output signal which is set for testing falls below the intended limit of 130v. For safety reasons, the esg-400 is then restarted. If the cause of the error remains, unlimited permanent restarts may be the result. The device is then no longer operational. Error message e433 can only occur during device startup. From a technical perspective, it is not possible for error message e433 to occur during operation. However, the potential cause for the error message arises during operation. In this case, olympus traced error e433 back to a defective generator board. Possible causes of a defective generator board: - a defective tr1 transformer on the generator board (permanent error). - a defective current transformer on the generator board (permanent error). - a defective impedance transformer on the generator board (permanent error). - a defective peak rectifier on the generator board (permanent error). - a missing drive signal for the output stage of the generator board (permanent error). - the output voltage is too low due to bad switching of the hf output stage on the generator board (permanent error). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).

Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation and the customer¿s reported issue was confirmed. The device evaluation found that the e433 error was due to a defective generator board. The device evaluation also found that the volume knob was missing, two screws at the housing were missing and the screen was a little red due to a defective front panel. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported that the generator has an e433 (permanent rebooting) error message and a red screen. The equipment was used for conference booth display and returned after the conference, it was not loaned to the hospital for surgery. No procedure or patient involvement. There were no reports of harm.